Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the coring knife was dull during the implantation procedure per the doctor. A standalone back up coring knife was offered, but the doctor elected to use an 11 blade to excise the apical core. The coring knife would be returned for evaluation. There were no patient consequences or delays in surgery as a result of the event.

Manufacturer narrative:
Section d1: brand name: corrected. Section d4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), confirmed damage to that could have potentially contributed to the reported event of the knife being dull. The coring knife was returned in a plastic container with the coring knife handle. The coring knife was in used condition with dried blood on its external body and rust on the internal and external surfaces of the blade edge which appeared consistent with prolonged fluid contact following use. Initial visual inspection of the blade revealed no obvious areas of damage and irregularities along the cutting edge. Microscopic inspection of the coring knife was performed revealed the blade edge had multiple imperfections, consisting of minor rollovers and burrs. These imperfections appeared to have the potential to contribute to a cutting issue. The coring knife was sent to the abbott pleasanton facility for further evaluation. The coring knife passed the functional cut test but failed visual inspection. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue and a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.